Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: during the investigation, all keypad buttons were found to respond properly. Investigators were unable to duplicate the ¿tactile changes¿ complaint. The keypad was removed, and no contamination or damage was found to the key¿s contacts. The pump¿s cover was removed, and no intermittent condition or moisture was found to the keypad flex/connector.